Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with atrial lead noise. No inhibition of pacing was noted. Changes were suggested but not made at the time. No patient consequence reported.